Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had been in long decline due to neurocognitive deterioration and heart failure worsening and was moved to hospice care. Within that model of care and with contributing factors stemming from the neurocognitive deficits, patient was stated to have developed a pump thrombosis and passed shortly afterwards. It was stated that autopsy would not be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018 the patient had been on home hospice for 8 months with advancing dementia, shortness of breath. The family had patient brought her to the emergency department (ed) by ambulance for high watt alarms on the ventricular assist device (vad). Patient complained of pain 5/10 in head, teeth, abdomen and back to the emergency medical transport (emt) with purposeful movement. It was stated that the patient was do not resuscitate (dnr). It was stated that there was concern that the vad, as it may be clotting off. It was then stated that at 1502, the patient speech was incoherent but followed simple commands. Abdomen was tender to all 4 quadrants. Family was not ready to turn off the vad, so patient was admitted to the critical care unit (ccu) for comfort care. It was stated that at 1944 the ¿rtf¿ was 90, oxygen saturation (sao2) was 92 percent (%) on 4 liters of nasal canula (lnc) and patient was lethargic. At 1958 upon admission to ccu respirations were agonal at 4-5 times a minute and patient was unresponsive. Internal cardiac defibrillator therapies were deactivated, pacing remained on. At 2015 the patient was apneic, and pacer failed to capture. There were no respirations and no native heartbeat. At 2018 vad was turned off and patient was pronounced dead at 20:20. It was further stated that the vad thrombus was not confirmed. The patient was a participant in the hvad destination therapy trial improved blood pressure management study.

Manufacturer narrative:
Product event summary: the hvad pump ((B)(4)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported high-power event was confirmed via review of the controller log files from the controller in use during the reported event, which revealed an increase in power consumption beginning (B)(6) 2018 and 2 high watt alarms logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. The controller, ((B)(4)) was returned for evaluation with no allegations made against it. The controller is not associated with the adverse event for this complaint. A review of (B)(4)'s manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controllers revealed that the devices passed functional testing. Visual inspection of (B)(4) revealed a loose power port 1 connector. This is an additional observation not related to the reported event. An internal inspection did not reveal evidence of fluid ingress. Based on an investigation conducted, the most likely root cause of the loose connector event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Log file analysis revealed that (B)(4) was not in use during the analyzed period. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Brand name: heartware ventricular assist system ¿ controller 1.0 : controller / (B)(4) / model #: 1403us / catalog #: 1403us / expiration date: 08/31/2015, UDI #: (B)(4), device available for evaluation: yes, return date: 03/14/ 2018, device evaluated by manufacturer: yes, device manufacture date: 08/31/2014, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.